Manufacturer narrative:
On (B)(6) 2015. Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
End user reported that the mass is difficult to remove and as a result her peristomal skin has multiple small areas of open and weepy skin under the mass.

Manufacturer narrative:
No previous investigations are available. No returned samples were expected and none have been received. A detailed batch review of the associated lot reveals no discrepancies (includes non-conformances/deviations). There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. Device manufacture date updated. (B)(4). No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).